Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
A group of pixels in the center of the display screen is not visible and the messages or values shown are not clearly readable. No adverse event alleged.a request was made for the return of the device.